Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose levels since getting a new insulin pump. Blood glucose level at the time of the incident was 430 mg/dl. Blood glucose level at the time of the call was 243 mg/dl. Caller stated that the customer had gone to the emergency room multiple times due to diabetic ketoacidosis and had been hospitalized once for high blood glucose levels. Caller also reported that the insulin pump had a no delivery alarm, but it was cleared. The insulin pump was not replaced or returned for analysis.